Event description:
The patient was implanted with a left ventricular assist device. The patient experienced power spikes and device thrombus was suspected. There was no flow going through the pump and the patient was placed on inotropes. A pump exchange was completed on (B)(6) 2010.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.